Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. The customer stated that she broke out in a rash and hives at the area she inserted the sensor. The customer went to the emergency room and was given to manual injections for allergies. Customer's blood glucose levels at the time of hospitalization 110mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.